Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was foreign material found at the bending section cover. There was foreign material found at the control knobs of the scope. There was foreign material found at the forceps elevator. The nozzle had a dent. The connecting tube had a scratch. The switch box had a scratch. The suction connector had a scratch. Due to breakage of light guide bundle, illumination was uneven. The connecting tube had a wrinkle. Some of the wires constituting the forceps elevator wire are cut or frayed but not raised. The light guide cover glass had a dent. The universal cord had a scratch. The adhesive on the bending section cover was detached. Due to fray of the forceps elevator wire, forceps raising angle did not meet the standard value. The universal cord had a dent. The light guide bundle had breakage. The universal cord had discoloration. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of the scope cover packing, water tightness was lost. Switch 1 had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the duodenovideoscope had some of the wires of forceps elevator are cut or frayed but not raised in scope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the knob wire had a cut with a bent part. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken forceps wire (k-wire) issue could not be determined, however, the issue was likely the result of repetitive use stress. The event may be prevented by following the instructions for use which states: 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. Olympus will continue to monitor field performance for this device.